Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted: the dissector balloon, obturator, valve seal and doors appeared intact. The sheath that is attached to the cannula was present but was disengaged from the balloon. The insufflation bulb was not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The clear plastic shearing on the balloon separated before it was deployed. The patient outcome is no injury.